Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a history of suspected thrombus. The pt is currently experiencing power fluctuations and was readmitted and on (B)(6) 2012, the pt received a heart transplant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.